Manufacturer narrative:
The device was returned to zoll medical corporation. The report that the r series powered up with no display was observed during testing. Internal inspection found the lcd cable to the led backlight module was not connected properly. It cannot be determined how the cable became disconnected. The cable was reseated to resolve the report. The device was recertified and returned to the customer no emerging trend based on similar reports.

Event description:
Complainant alleged that during biomed testing, the device powered on without display. Complainant indicated that there was no patient involvement in the reported malfunction.